Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the jaws on the hemopro 2 device did not meet in the middle and were split in two. The hosp has not yet been able to advise how the procedure was completed. The hosp did not report any pt effects. The hosp intends to return the product in question.